Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on olympus korea, omsc surmised there was the possibility this phenomenon was attributed to connection which the user connected the subject device to an endoscope or light guide that does not support high-brightness mode, since olympus korea could not duplicated the reported phenomenon. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel buttons on the subject device did not work when the endoscope was connected to the subject device at the preparation for use. At the incoming inspection for the repair, olympus korea checked the subject device but could not duplicate the reported phenomenon. There was no patient injury associated with this report.